Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Based on information provided, no patient harm could be attributed to the use of the device. Information for use: precautions and observations: care should be exercised in using this device in patients who have a tendency to bleed from either anti-coagulant / anti-platelet therapy or underlying disease. If signs of rectal bleeding occur, remove the device immediately and notify a physician. As with the use of any rectal device, the following adverse events could occur: rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa; peri-anal skin breakdown. Information for use: instructions for use: perform a digital rectal exam to evaluate the suitability for insertion of device. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint reported that the patient was hospitalized for repair of a type a aortic dissection. She was receiving lovenox as prophylaxis against deep vein thrombosis (dvt) and the device was placed on (B)(6) 2011. The device was in place for ten (10) days and the patient developed a major gi bleed (location not disclosed). She required fourteen (14) units of packed red blood cells, four (4) units of fresh frozen plasma, two (2) units of cryo-precipitate and the patient underwent embolization per interventional radiology. No lab results are available. The gastrointestinal (gi) bleed and subsequent transfusions extended her hospitalization. The patient survived and was discharged from the hospital. No further information was provided.